Event description:
It was reported that the patient was revised for discomfort and it was noted that the poly spine was damaged.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This device is used for treatment. Visual inspection of the returned articular surface identified backside wear. The articulating surfaces were found to have pitting and some discoloration. Significant gouging was identified on one posterior edge of the articular surface spine that extends around the side and additional gouging on the other posterior edge. Based on the location of the gouging, it is likely a result of the cam/spine interaction. Dimensions were found conforming to print specifications where measured. Device history records for the articular surface were reviewed and no deviations or anomalies were found. The package insert states that "damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause cannot be determined with the information provided.